Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed via remote transmission. The patient presented in-clinic feeling fatigued. Programming changes were made and no further oversensing was noted.